Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that during an implant procedure this right ventricular (rv) lead was not used. It was alleged that the lead was not working as there was no sensing or capture at 10 volts. No adverse patient effects were reported. A different pace/sense lead was successfully placed.